Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus australia, there was the possibility that the reported phenomenon was attributed to the wear and deterioration of the video connector pin due to the repeatedly use for a long-term use because more than 5 years had passed from the subject device had been manufactured. Or, it is speculated that the video connector pin was bent by connecting the scope connector with a missing tip, and the image was flickered by the poor contact of the pin.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; -the phenomenon reported by the user facility was reproduced. -the video connector socket was damaged but could be connected. This defect may have been caused by excessive stress on the video connector socket. -the video connector socket was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the damaged contact pin inside the video connector socket interfered with the connection with the olympus 180 series endoscopes, causing an abnormality in the endoscope image. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscope image was flickering and lines were displayed on the endoscope image when the video connector was moved sideways.